Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away due to heart attack. The customer's spouse stated that the last blood glucose readings recorded in the blood glucose meter or insulin pump were unknown. He reported that he was unsure what led up to the death, stating that the customer had had heart and blood sugar problems and was not healthy. He also noted that the customer always wore the insulin pump but was not too sure if she was wearing the device while in the hospital, at the time of her passing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.